Event description:
It was reported to boston scientific corporation, in 2006 that a maxforce balloon dilatation catheter was used during preparation (patient age, gender, & weight unknown) the same day. According to the complainant, "the device has broken during the preparation." No patient complications were reported as a result of this issue.

Manufacturer narrative:
The device has not been returned; therefore, the cause of the reported event cannot be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.